Event description:
It was reported that noise was observed on the right ventricular lead via review of egm. The lead was capped and replaced. There were no adverse consequences to the patient pre and post procedure.